Manufacturer narrative:
Conclusion: the product has been received, but the evaluation is not completed. Once the evaluation is completed, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
International customer reported that the device failed to drain and a hematoma developed. The patient was returned to surgery, the incision reopened and the drain was removed and replaced.